Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially, it was claimed that gas supply test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the o2 concentration high alarm was found as well. The o2 gas module was replaced to resolve that problem. However, the gas supply test failure still occurred. The control printed circuit board (pcb) was replaced. The all issues have been resolved and the device was delivered to the user in working condition. The control pcb regulates e.g. The inspiratory pressure, therefore gas supply failure related to malfunction of control pcb may lead to stop of ventilation. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).